Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections d9, h3, and h6 were corrected to indicate that the device was not received for analysis. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the visera cysto-nephro videoscope had no image and it failed the leak test. The issue was found during reprocessing. There were no reports harm associated with the event.